Event description:
Several patient tested on suspect meter and not comparing to laboratory results. Suspect meter read 3.4 inr, lab 2.8 inr. Suspect meter read 5.4 inr, laboratory 3.5 inr, and suspect meter read 7.4 inr, laboratory 3.7 inr. Controls were provided to account and ran and were within range. No treatment was given based off of suspect meter results.